Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of the screen being broken. During the evaluation of the device at the manufacturer's service center, the screen complaint was confirmed and observed to be blank. The lcd board needs to be replaced. The device was scrapped.